Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer was advised to replace the processor pca to return the device to working condition, however the customer declined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was restarting during the op check when pressing the charge button and only if connected to the battery. There was no patient involvement.

Event description:
It was reported that the defibrillator was ¿restarting during operating tests by pressing the charge button and is switched on only on the battery.¿ there was reportedly no patient involvement.